Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump primed and seated properly when the test reservoir was detected. The pump was programmed with multiple boluses and monitored. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Successfully downloaded history files using thus software. However, failed battery alarm was confirmed on (B)(6) 2024 19:21:52:000 pm and pump error 82 on (B)(6) 2024 19:21:22:000 pm due to moisture damage. (Motor power timeout alarms). The motor was tested outside the device and passed. Unit received with cracked battery tube side and fading serial number label. Unit was not confirmed for failed battery alarm and pump error 82 due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82(the hrm task did not grant motor power in reasonable time) twice and the pump battery failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the reported events. The customer reported receiving a battery failed alarm. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer requested assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve it. The customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. A product return for mmt-1884 was requested and the customer response was the device will be returned.